Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/20/2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test and global transmitter final functional test were performed and the transmitter passed. However, share data was available in the cloud and the customer complaint was confirmed during log review. The reported failure could not be duplicated. The customer complaint of loss of connection was confirmed. The root cause could not be determined.